Manufacturer narrative:
Reporting institution phone number (B)(6). Reporter phone number (B)(6).

Event description:
Philips received a complaint on the intellivue multi-measurement module x3, indicating that the customer was getting speaker failure alarms. The device was not in use on a patient at the time of the event, there was no adverse event reported. The unit has been confirmed to be experiencing a speaker malfunction. Neither the biomed or the ward staff could say if there were still sound coming from the x3 as the inop was displayed. Biomed has already changed the speaker and confirmed full functionality for the monitor. Based on available evidence, the reported issue has been confirmed. Based on available information and the results of further analysis, no further action is required at this time.